Event description:
Consumer called to report getting erratic readings with her meter. Was adjusting insulin on the readings and had to go to the hospital where she was given glucose to raise her sugar level. Thinks the meter is not reading correctly.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed all criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.